Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was stimulation in an undesired location. The patient reported that this had been like this since the day of surgery. It was reported that the patient noticed it in the recovery room. The stimulation was suppose to target their back however had only ever felt it in their legs. The patient said that they has had weekly reprogramming sessions since implant. There was a report that the patient met with the healthcare provider (hcp), had x-rays, and was told that the leads slipped from t8 to t7. There was a report that the patient was going to have a revision however was just waiting on approval so they can schedule. It was considered to be a sudden change in therapy/symptoms. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
It was reported that the lead was migrated/dislodged. It was unknown if the lead was twisted or coiled and the revision was schedule for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.